Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced high blood glucose and low blood glucose. Blood glucose level was 400 mg/dl and in range of 40 mg/dl. Customer experienced symptoms such as dehydration. Customer was treated with insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated insulin pump was not working. Customer did not allege insulin pump was under delivering. Customer was using auto mode. Troubleshooting was performed for high blood glucose level and low blood glucose level. The insulin pump will not be returned for analysis.